Event description:
It was reported that mobile power unit (mpu) was not working, turned off. The mpu was exchanged. The log files did not capture any type of voltage events and also noted that the patient was only using battery power in this data capture and not the mpu.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the mobile power unit (mpu) not powering on was confirmed via analysis of the returned mpu. The returned mpu (serial number: (B)(6)) was evaluated at the european distribution center and by product performance engineering (ppe), alongside known working test heartmate equipment. Upon connecting the mpu to a known working ac power source, the unit would not power on, reproducing to the reported event. The unit was disassembled for further analysis, and the issue was isolated to the power supply printed circuit board (pcb), as the issue resolved after replacing the power supply pcb with a new power supply pcb. A full functional checkout was then performed and the unit passed all steps of testing without any issues. The serviced and repaired unit was returned to the customer site after passing all tests per procedure. The exchanged power supply pcb was forwarded to ppe for further analysis. Ppe evaluation of the returned power supply pcb revealed that several components, including a fuse were electrically compromised. Due to these components being compromised, the power supply pcb was not producing the expected output voltage to power the mpu¿s main pcb, which would cause the mpu to not power on. A log file was submitted for review and data from the event date of (B)(6) 2025 was reviewed. The data in the log file did not indicate any issues with the mpu. No atypical alarms were observed. The pump maintained a speed within the low speed limit without any issues throughout the log file. The reported event was determined to be due to compromised components on the mpu¿s power supply pcb; however, the cause of the damage could not be conclusively determined through this analysis. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. B) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. B) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including no external power and low voltage hazard alarms, and the actions to take if the issue does not resolve. Heartmate 3 IFU (rev. B) section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook (rev. B) section 3 ¿ ¿powering the system¿ explains how to properly use the mobile power unit (mpu) and that in the event the mpu loses power the patient is instructed to switch power sources as the backup battery in the system controller will only temporarily power the pump. This section also instructs the user on the actions to take if the green power on light does not illuminate when the mpu is plugged into a power source. Heartmate 3 IFU (rev. B) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for the equipment¿ explain how to care for and clean all equipment, including the mpu. Additionally, section 10 of the patient handbook entitled ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of the heartmate 3 lvad, including the mpu. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.